Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high compared to feelings/norm. The readings were 200-400 mg/dl. The pt contacted a medical professional, no symptoms of high or low blood glucose, and their medication was changed. The customer care rep performed troubeshooting; no control solution however after the battery change the cal code was lost and 3 dashes were displayed. Based on the 3 dashes there is indication the product malfunctioned. The metr was replaced and return expected.